Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was a leak on the reservoir then insulin was inside the reservoir compartment. The insulin pump was exposed to fluid. The leak was present at the past the first or second o ring. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.